Manufacturer narrative:
The complainant in (B)(6) did not return the product or imaging for analysis. The team did report that the patient was young with no history of arteriosclerosis and believe the access site complication to be due to the explanting physician's technique. Without product return the root cause is presumed to be patient condition. What surgical technique was done to achieve hemostasis is unknown. The failure mode will be monitored and trended.

Event description:
In (B)(6) a patient was admitted with myocarditis and had an impella cp placed via the femoral artery for hemodynamic support. Va ECMO was also added for right heart support. Impella support continued for approximately 5 days while the plan was being developed for either vad or heart transplant. As the patient's condition improved, the impella was explanted. Upon explant the patient developed a groin site complication. The team observed a pseudoaneurysm at the access site of the impella and surgical hemostasis was necessary. Further details of what the surgeon did to the patient's anatomy were not possible, due to covid restrictions within the medical center. No imaging or product return was possible.